Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, the setscrew was found to be loose/detached.

Event description:
During the implant attempt, the physician was unable to fix the lead pin in the connector port using the set-screw because access was obstructed. The ipg was replaced. No patient complications have been reported as a result of this event.